Event description:
The report received from the field indicated that during an endovascular procedure, the physician was attempting to cross/access a short chronic total occlusion with a 300 cm pgw .018 sv short st guidewire. While attempting to cross the lesion, the physician noted that the distal tip of the guidewire became "balled up." The physician then attempted to withdraw the guidewire through the quick cross catheter used for the procedure, and the distal tip fractured. The physician was unable to retrieve the fractured piece and it was left in situ in the proximal right popliteal artery. The fractured tip appeared angiographically as a small black dot within the vessel. Additional information has been requested.

Manufacturer narrative:
The product has not been returned as yet. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427360. This packaging lot contained (B)(4) units, which were shipped from lake region medical on november 8, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
The report received from the field indicated that during an endovascular procedure, the physician was attempting to cross/access a short chronic total occlusion with a 300 cm pgw .018 sv short st guidewire. While attempting to cross the lesion, the physician noted that the distal tip of the guidewire became "balled up." The physician then attempted to withdraw the guidewire through the quick cross catheter used for the procedure, and the distal tip fractured. The physician was unable to retrieve the fractured piece and it was left in situ in the proximal right popliteal artery. The fractured tip appeared angiographically as a small black dot within the vessel. The product was not returned for evaluation. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427360. This packaging lot contained 465 units, which were shipped from lake region medical on november 8, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The flexible, "delicate" nature of the "floppy" tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to "never push, auger, withdraw, or torque a guidewire that meets resistance." First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, "if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel." Based on the information available for review, factors such as the wire balling up while attempting to cross the lesion may have lead to the fracture reported. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.